Event description:
The customer reports a blown fuse on the main power distribution (mpd) unit. This occurred during a patient examination.

Manufacturer narrative:
(Conclusions): root cause was found in blown fuse, twice, in the main power distribution control unit. After replacement of the mpd control unit, the problem was solved. Based on trending analysis we conclude that this part has no exceptional replacement rate. No patient injury reported. (B)(4)